Manufacturer narrative:
Correction to h4 mfg date and d4 expiration date.

Event description:
See section h, number 6 for investigation updates.

Event description:
The company was made aware on 06/03/2021 that the physician performed a lead revision surgery due to migration.